Manufacturer narrative:
The lens was returned adhered to bottom of the lens case lid, loose in a bag. The lens had been cut into two pieces across the center. The lens was cleaned with klrp for further evaluation. One portion had two very narrow side by side scratches. This damage was similar to damage caused by loading forceps. Marks were also observed on the optic edge that appeared to have been caused by an instrument used to grasp the lens during the removal. Iol (intraocular lens) and monarch product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported scratch appeared to be related to user handling. One portion had two scratches. These were narrow scratches side be side. The longer scratch was wavy. This damage was similar to damage caused by loading forceps. This type of damage can occur when inserting the lens into the cartridge with forceps. The IFU (instructions for use) instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, scratch was observed after the lens was injected into the eye. Lens was explanted in initial procedure. The procedure was completed with another iol on the same day. There was no patient harm.